Event description:
During manufacturing testing of the unicel dxh 800 coulter cellular analysis system, three instruments had nucleated red blood cell (nrbc) failures. This report references instrument #2. Ten sets were analyzed on each of three instruments. The white blood cell (wbc) level was 40k. A total of 23 of the 30 sets of carryover failed. This was discovered during internal testing. No actual erroneous results were produced and patient results were not impacted. Controls were performed prior to and after the event and recovered within the assay ranges. The unit is currently performing within quality control (qc) specifications with respect to controls and reproducibility.

Manufacturer narrative:
Carryover testing is performed by running blood specimens followed by diluent samples. The testing was performed utilizing normal blood specimens and specimens with high white blood cell (wbc) and/or nucleated red blood cell (nrbc) levels. A definitive root cause of the event is unknown at this time. All related medwatch reports associated with this event: 1061932-2012-02864, 1061932-2012-02865, 1061932-2012-02866.,